Manufacturer narrative:
Patient attempted to use a nebulizer. The device powered on and made operational sounds, but no mist was produced. All tubing and connections were checked and adjusted, but the issue persisted. As a result, the patient missed a full dose of medication and used alternative measures including steam inhalation and rescue inhalers. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Patient attempted to use a nebulizer. The device powered on and made operational sounds, but no mist was produced. All tubing and connections were checked and adjusted, but the issue persisted. As a result, the patient missed a full dose of medication and used alternative measures including steam inhalation and rescue inhalers.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the type of investigation included testing of the actual/suspected device and trend analysis. The investigation found no device problem and concluded that no problem was detected. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.